Event description:
The customer reports that the product was received with a hole in the tyvek. It was not used on a patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.